Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2010, pt had an extra large bard composix kugel hernia patch, implanted for the repair an incarcerated incisional hernia. Approximately four days after the kugel mesh was implanted, pt was diagnosed with an ileus and/or small bowel obstruction. Pt was managed medically with the placement of an ng tube and antibiotics. With conservative treatment, the pt remained obstructed. On (B)(6) 2010, pt underwent exploratory laparotomy. Upon entering the abdomen of the pt, the md recognized that the kugel mesh was densely adherent to the posterior wall of the fascia at the distal corner of the mesh. There was also a loop of small bowel that was adherent and densely incorporated to the kugel mesh which was causing the bowel obstruction. The md was required to perform a lysis of adhesions which took over 60 minutes and performed a bowel resection. The kugel mesh was removed. Approximately 12 days after the small bowel resection, the plaintiff coughed while taking a shower and suffered a small bowel evisceration. Pt was rushed to the hospital in an ambulance and was required to undergo emergency surgery. The md placed the small bowel back into the abdominal cavity and reclosed the entire incision. The md noted the fascial defect was 6 inches in diameter and the degree of adhesions was extensive. Additionally, the pt continues to suffer small bowel obstructions resulting in hospital stays, most recently in (B)(6) 2011. Pt was suffered and will continue to suffer physical pain as a result of the defective mesh. The pt's attorney alleges bowel obstruction, pain, adhesions, bowel resection, evisceration, add'l surgery, disability, explant.

Manufacturer narrative:
We have conducted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. The pt's attorney alleges the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Additionally, no sample was returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted.